Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2014, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient later presented to a different surgeon who determined that the superior implant may have been impinging on the neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he retracted the superior implant on the right side a few millimeters to alleviate any possible impingement on the neuroforamen. No implants were removed. The status of the patient following the revision surgery is not yet known.